Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the connecting tube coating was peeling (more than 1 x 1 mm2). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube protector was discolored and the bend angle in the 'up' direction did not meet the specifications due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event may have occurred by applying the following stress to the insertion section: physical stress such as by rubbing/ hitting the insertion section, chemical stress from reprocessing not recommended by IFU (reprocessing manual), stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The event can be prevented by following the instructions for use which state: important information ¿ please read before use 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.